Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the meter has a date/time issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. This complaint is being ruled out as a MDR reportable due to the following conclusion: although the issue was not resolved during lfs troubleshooting and therefore a malfunction cannot be ruled out, the chance that this issue could cause or contribute to a serious injury/death is less than remote.